Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received indicated that treatment included both IV and oral antibiotics. The type of organism cultured was unknown. The patient's infection resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was explanted on (B)(6) 2014 due to an infection. The patient requested the smaller pump.

Event description:
It was reported that there was an infection. The actions required as a result of the event included explant of the pump and catheter on (B)(6) 2014. Diagnostic testing or troubleshooting was not performed as it was not required. Patient developed wound dehiscence, drainage/incisional wound opening at pump pocket which required pump explant. At the time of report the patient¿s status was alive ¿ no injury. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.